Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error 2240 (air in set). The reported condition was not confirmed due to lack of sample. Based on the information obtained during baxter?s investigation, the root cause of the alarm was not determined. The batch review was not performed because the lot number is unknown. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted (B)(4) regarding a system error 2240 alarm (air in line) that appeared on the homechoice unit during use. The technical service representative recycled power, cleared alarms and explained the alarm and possible causes. The supply bags were dry but there was no obvious cause of alarm. The patient will call the nurse regarding the alarm and being connected. Proper procedures per the user manual reviewed were reviewed with the patient. No injury or medical intervention was reported. Product surveillance followed up via phone call with the hp's nurse regarding the reported problem. The nurse stated that the home patient (hp) had no adverse reactions due to the air in line. The nurse reported that the hp was told by baxter to swap the machine out since they could not find a cause but the hp did not wish to do so at this time. Per the nurse, the patient has been performing therapy fine without further incident.

Manufacturer narrative:
(B)(4). The sample is not available. No further information is available at this time. Should any additional information become available, a follow-up report will be submitted.